Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a pinhole 4mm proximal from the distal markerband. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.